Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017- patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of ventralight st mesh. Per op notes, ¿a large hernia defect was identified in the abdominal region. All adhesions were lysed. The midline defect was closed. A ventralight st mesh was placed into the abdomen and was tacked using capsure permanent fixation system¿. (B)(6) 2018- patient was diagnosed with incarcerated recurrent incarcerated incisional hernia with small bowel obstruction, thereby underwent open repair. Per op notes, ¿a piece of mid small bowel was reduced. Incarcerated ventral hernia was noted. A small adhesions was lysed in the upper right lateral aspect of the wound which was then closed with sutures¿. (B)(6) 2019- patient was diagnosed with recurrent incarcerated incisional hernia, thereby underwent open repair with partial explant of ventralight st mesh, implant of biologic mesh. Per op notes, ¿incision through previous scar which was excised. A hernia sac was identified and was dissected. Extensive adhesions of small bowel to the previously placed mesh. The mesh was dissected off the posterior rectus muscles and the spiral tacks were removed. A biologic mesh was placed in the retro muscular position and was sutured¿.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.